Event description:
Patient reported that they have concerns that their vns is not programmed correctly as they are experiencing more falls as a result of their seizures. The patient is unsure if they were programmed to the appropriate settings. No other relevant information has been received to date.